Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.5/+4.5/110 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2020 the surgeon assessed lens opacity asc. Also reported is low vault and lens rotation. On (B)(6) 2018 the lens was repositioned which did not resolve the problem. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5 - per updated information, exchange for a longer length lens did not resolve the problem - low vault remains and the surgeon will continue to monitor mild asc cataract. Corrections: b5 - "blurred vision was also reported." Should be included in initial MDR. H6 - health effect clinical code 2140 should be included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- "on 14-jul-2020 the lens was exchanged for a longer length lens and the problem was resolved." H6- patient code 3191- secondary surgery: lens exchange claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation, lens opacity; and blurred vision. Repositioning was attempted prior to the exchange but it did not resolve the problem. In a separate surgery the lens was exchanged with different power, longer length and the problem was resolved. The cause of the event was reported as unknown.there are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H11- manufacturer narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).